Event description:
It was reported that 2 unspecified bd micro-fine¿ pen needles had no insulin flow while priming them. The following information was provided by the initial reporter: the patient received insulin lispro (rdna origin) (humalog) from cartridge via a humapen savvio green pen (3ml) at an unknown dose and frequency, via unknown route for the treatment of diabetes, beginning on an unknown date. On an unknown date, it was reported that previous night his humapen broke and he could not inject insulin. He had used the humapen savvio green pen for two years with insulin lispro cartridges and needs a replacement. It was reported that he went to press a couple of units to prime the pen but nothing came out of it. He did this second time with a new needle but the medication still did not come out from the needle, injection button was able to go all the way down but no insulin came out. It was reported that he had one-third of the insulin left in the cartridge and the number in the dose window was zero. The cartridge rubber septum seemed normal and was intact. He uses the bd microfine 8mm needles with the pen. It was reported that there was no resistance when he pressed the injection button down but it was able to go all the way down.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.